Event description:
It was reported that the patient could not feel or move his legs after being implanted with the spinal cord stimulation (scs) system. The physician assessed the patient had developed a hematoma in the spinal column due to an epidural tear that was related to the procedure. The patient underwent a procedure where the entire scs system was removed. The patient did well post-operatively and was admitted to a rehabilitation facility where he regained mobility. The explanted devices were not returned for analysis as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1232, serial: (B)(4), batch: (B)(4).